Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the connection to the bronchial lumen became dislocated. As a result, it was not possible to ventilate the patient using the controlled ventilation. A new catheter was opened and the connection was changed. There were no consequences to the patient.